Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings rising into the 300s and peaking at 415, with the caregiver suspecting an infusion set issue and emergency services transporting the user to a hospital where IV fluids were administered and the user remained on the ilet, which reduced glucose. Symptoms included hyperglycemia, nausea, and malaise. Outcomes included missed dose, unexpected medical intervention with medication, and no long-term health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.